Event description:
The trial was eventually extracted by over reaming the femoral shaft.

Event description:
Dufing surgery, a trial femoral fluted rod extension broke when being extracted from the pt, leaving a portion of the trial rod in the pt's femoral shaft. Surgery was extended 30-45 minutes.